Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a shot. The customer stated that the battery compartment has a large piece missing. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, broken battery tube threads, a missing end cap sticker, a missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip was partially broken off and the test reservoir will not lock/click in place. The pump passed the idle current, run current, self test, off no power, unexpected restart, prime, excessive no delivery, displacement and rewind tests. Unable to perform the basic occlusion test and occlusion test due to a partially broken off reservoir tube lip.